Event description:
It was reported that this right ventricular (rv) lead exhibited non-physiologic noise. Rv pace impedance measurements were approximately 300 ohms with one dip to 241 ohms over the last year. (B)(6) technical services indicated that this was likely due to lead insulation. The patient would be continuously monitored. This lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).